Event description:
It was reported in the literature review entitled "sex and age differences in procedural and medium-term electrical performance outcomes of dual-chamber leadless pacemakers" that the patient deceased post-implant procedure. No allegations were made that the patient's death was caused or contributed to by their implanted system. No further information was provided.